Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has communicated with the customer via phone and confirmed that the fluoroscopy was not possible. The philips engineer suggested the customer for onsite repair, but the third-party company has repaired the foot switch, and the issue was resolved. No reoccurrence happened. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoro was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. It was suspected that wired foot pedal was defective. Philips has started an investigation of this complaint.